Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the black tube insulation damage at the distal end of the instrument. The insulation had gouges in a couple areas, roughly 0.050 and 1.8 above the instrument's snake wrist. The metal shaft was not exposed and material was not missing. The insulin material spread out when force was applied to the surface. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si surgical procedure, the user facility identified dents on the black insulation of the thoracic grasper instrument during re-processing. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.